Event description:
It was reported that roll-off was not achieved. A rf3000 radiofrequency generator was selected for use. During the case, the rf3000 radiofrequency generator was working really slow and roll off was not achieved. The procedure was completed with the original device.